Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level read "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A systems check was performed with tandem technical support and no issues were identified. However, the customer reported using cold insulin. Tandem technical support informed customer that cold insulin is off label per the tandem user guide. The customer changed pump supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.